Event description:
The pt reported the surgeon implanted a micl 12.6mm implantable collamer lens in her left eye on (B) (6) 2007. The pt reported to have cataract removed from her left eye. Further info has been requested, but none has been forthcoming. A supplemental will be filed when further info is available. See MFR # 2023826-2010-00100 for the right eye.

Manufacturer narrative:
(B) (4). : eval results: a lens work order search was performed and no similar complaints were found within the same work order. (B) (4)